Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The ICD is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient experienced a ventricular tachycardia (vt) episode in which their implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) which ended up accelerating the vt into ventricular fibrillation (vf) which the ICD was unable to shock out of. The patient had to be resuscitated at home and later externally shocked out of vf by paramedics who then brought the patient to the hospital. Shock efficacy testing was performed and multiple shocks delivered by the ICD were unable to convert the patient, resulting in them having to be externally defibrillated again. Surgical intervention was performed and a new right ventricular (rv) lead was implanted in the patient. During induction testing, the ICD was again, unable to shock the patient out of vf, leading to yet another external defibrillation to convert the patient back to a sinus rhythm. Eventually, the physician decided to explant and replace the ICD with a new subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported. According to the physician, the clinical observations in this event may have been due to the patient's own hugely dilated cardiomyopathic heart and there were no allegations made against the rv leads involved in this event.